Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The test battery was removed and reinserted with no unexpected pump history or settings reset or a21 alarm noted. No drive or motor anomaly or rewind anomaly noted. The motor was tested outside of the device and passed. Device had intermittent button response due to flattened dome switch on the act button (no crease). No button error alarm noted, during visual inspection, the keypad connector on the lcd was found locked properly. Device had a stripped battery cap at coin slot. Device had a small crack on the display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had button sticky or non responsive, especially act button. Customer stated that insulin pump had motor error seems to run slower than before and battery cap was starting to become worn stripped on the top from opening and closing it. The insulin pump had erased setting when putting in new battery. No harm requiring medical intervention was reported. The device will not be returned for analysis.